Event description:
It was reported that, "subject is enrolled in (B)(6) study and findings at 2 yr follow up visit were reported on adverse event. Dr. (B)(6) is following but subject has not returned for another visit since (B)(6) 2008 with dr. (B)(6)." It was reported that subject (B)(4): had a device related event surrounding tight lateral retinaculum that might require surgical release at a later date. Dr. (B)(6) deemed it device related.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.